Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for routine maintenance, it was discovered that the belt would not deliver a pulse. The last pt to use this belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The wire in the distribution node needed to be re-flowed, due to a faulty soldering connection. The root cause for the defective soldering connection cannot be positively determined, but is likely due to an assembly failure. No adverse event resulted from the damaged belt. The last pt to use this monitor did not report any problems.